Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with inappropriate mode switch due to oversensing/noise on the atrial lead. No intervention had been reported,

Event description:
New information received on (B)(4) 2019, indicates that the patient presented with more noise on the atrial lead. Programming changes were made. No further information was available.